Manufacturer narrative:
Date sent: 10/31/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during an unknown procedure. The device delivered clips acrossed, scissored. Another device was used to complete the case. There was no adverse consequence to the patient.